Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had a blank screen display. When customer pressed the esc button, a failed battery test alarm was received. Customer reported that this occurred for a few days. Customer's blood glucose was 144 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, customer changed battery and display screen returned. Customer was advised that battery cap would be replaced.